Event description:
The customer alleged that he and his doctor performed control tests using his contour system and received results of 68 mg/dl. The normal control range was 108-149 mg/dl. The customer was unable to provide info about the control solution used to perform the tests. A new bottle of solution was sent to the customer. No product will be returned at this time.